Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) performed full system verification as per sir (service installation record) and could not find any irregularities. System meets specifications. Logfile review for the reported date of event was performed by technical service, and could not identify any deviation, system meets specifications and worked as intended. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a case of perforation of descemet's membrane caused by the main laser incision, during laser assisted tunnel ring surgery. The physician reportedly withdrew from surgery after seeing a blister formed near the cut. Additional information has been requested.